Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had no audio at the remote display. There was no patient incident.